Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Additional information in implant date, device manufacture date, and evaluation codes: method codes. The device was not returned so an evaluation could not be performed and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contain information regarding post-operative expectations.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of six for this event. Reference report numbers 3003853072-2016-00151 thru 3003853072-2016-00156.

Event description:
It was reported that approximately 15 months after installation, the patient presented to the surgeon with pain. X-rays were taken and the surgeon saw signs that the tulip of the pedicle screw at left l-3 detached from the screw shank. It appeared that the pedicle screw at right l-3 was also broken, as well as the rod between the l-3 and l-4 levels. A revision surgery was performed to remove and replace the implants. There were a total of two rods and four pedicle screws removed; it is not yet clear which rod and pedicle screws are broken.

Manufacturer narrative:
The returned rod was evaluated. There were no failures detected. The complaint was not confirmed for this device.